Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and dystonia. It was reported the patient's catheter was placed in the wrong place. There was no event date provided.